Event description:
Boston scientific received information that the pt with implantable lead complained of being able to feel their heart beat in their stomach. The pt was seen for follow up where the lead displayed loss of capture. A chest x-ray was performed where the lead was noted to have dislodged. The pt was seen for a lead revision procedure where the lead was successfully revised. The lead remains in service. There were no adverse pt effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.